Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was a tear in the balloon material on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was a hypotube kink 9 cm from the hub. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-jul-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly calcified mid left anterior descending (lad) artery. A 20mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion but failed to cross. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed that the balloon was torn longitudinally.